Event description:
Additional information noted that this device was explanted and returned for analysis. Upon analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information noted that the patient had a competitor right ventricular lead which had the defibrillation portion of the lead disabled, and it was noted that upon interrogation after the out of range pace impedance measurements was noted normal values were seen. No further changes were made. The system remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the tachycardia therapies was turned off when it comes to this device due to high shock impedance measurements. The most recent transmission showed out of range pace impedance measurements. A request for review was noted from boston scientific technical services (ts). Ts discussed checking the patient in clinical and seeing if the patient was exposed to external noise. No adverse patient effects were reported, the system remains implanted.